Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited intermittent capture. The patient is dependent and had been experiencing syncope. The lead was explanted and replaced successfully. No additional information was available.